Manufacturer narrative:
It was determined the issue was due to improper shipment of samples prior to testing. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable vitamin d results from the cobas 6000 e601 module. The samples were sent to another laboratory for repeat testing. Patient 1 initial result was 17 ng/ml and the repeat result was 11 ng/ml. Patient 2 initial result was 20 ng/ml and the repeat result was 13 ng/ml. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.